Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose at time of incident was 42 mg/dl. Customer's current blood glucose was 67 mg/dl. Customer treated blood glucose with juice. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was declined for low blood glucose. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.